Event description:
It was reported a 25mm amplatzer cribriform occluder was chosen for a patent foramen ovale procedure (pfo). During the procedure, the user advanced the occluder out of the sheath, the left disc presented in a "bulbous" shape. Still connected to the cable, the device was removed from the patient and exchanged with a new, 25mm amplatzer cribriform occluder. The patient remained stable throughout the procedure and the device was successfully placed. No additional information has been provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 25mm amplatzer cribriform occluder was chosen for a patent foramen ovale procedure (pfo). During the procedure, the user advanced the occluder out of the sheath, the left disc presented in a "bulbous" shape. Still connected to the cable, the device was removed from the patient and exchanged with a new, 25mm amplatzer cribriform occluder. The patient remained stable throughout the procedure and the device was successfully placed. No additional information has been provided.

Manufacturer narrative:
The reported event of a bulbous deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer cribriform occluder instructions for use, artmt600034247 revision b "contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."